Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass, the device did not work, error code: instrument. They re-torqued and then the device did work for some time. This happened 2 times and by the third time, the assistant nurse saw that the tip of the active blade had broken off and was lying on the assistant's table. They changed to another device and finished the operation without further problems. No harm to the pt was reported.